Manufacturer narrative:
The down arrow button did not respond due to unlock on keypad connector. However the pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, download test and bg meter test due to button keypad anomaly. Unable to verify communication anomaly between pump and carelink software due to button keypad anomaly. The pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and address label peeling/damaged. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had insulin pump was able to upload till 2 % and 6 % and was not able to move further customer's blood glucose value was 10.5 mmol/l at the time of the incident. Customer will return device for analysis.